Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report failing ammonia calibrations from the unicel dxc 600 synchron system. The customer technical specialist generated a service request. The field service engineer (fse) inspected the instrument and replaced the parts related to the ammonia calibration issue. During troubleshooting, the fse noticed a fluid leak from the a/b valve and replaced the valve to resolve the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Neither the fse nor customer came in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.